Event description:
Customer reported the system displayed a file corruption error and would not complete boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the gpos single board computer and the hard drive, and reloaded software and calibration files. System operates as intended.